Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a battery out limit. It was noted that the customer replaced the batteries and continued to receive the battery out limit alarm. Customer's blood glucose readings at the time of the call were 238 mg/dl. No further information reported.